Event description:
It was reported the patient experienced over-stimulation during a thunderstorm. The patient stated she felt she was being electrocuted and after turning stimulation off, she still feels the sensation of over-stimulation for 30 minutes to 2 hours after stimulation has been turned off. The over-stimulation does not seem to be related to position. A sjm representative is scheduled to meet with the patient and recommend turning the magnet mode to off.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.